Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tct75 instrument knob would not move in the middle of the firing stroke. Another instrument was used to complete the case. There was no consequence to the pt.